Event description:
A customer reported that during refractive laser procedure, the system displayed a message indicating that the secondary energy was too high. They called the company¿s technical support and were advised to recalibrate the laser and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history record review and the product was released according to company acceptance criteria. The fse (field service engineer) examined the laser and determined that the energy table required recalibration. The fse replaced the optics, reduced the gas pressure, recalibrated the energy table and completed system verification to specifications. The fse returned on another day and replaced sensor, pcb (printed circit board), replaced the system¿s premix gas bottle, recalibration the energy table, and performed system verification to specifications. Logfile review confirmed error message (secondary energy too high), during treatment on the date of the event. Energy check is one of the steps in energy calibration. To keep energy parameters up to date, it needs to be carried out prior to each treatment. Logfile review shows that the energy check has not been performed regularly, before each treatment. The customer was instructed to perform regular energy checks. A root cause could not be identified conclusively. Worn laser optics. Faulty components or failure to follow user manual for system could have contributed to the reported event. (B)(4).